Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber exhibited signs of heavy usage; the microscopic inspection identified the metal cap was detached and it was not returned with the fiber. Visual analysis of the glass cap observed severe devitrification at the output window, this devitrification is a normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. The fiber card was read and did not indicate any error messages. The fiber was also tested with hene (helium-neon) laser fixture did not identify any breakage along the length of fiber. The reported complaint of fiber stopped working was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber stopped working. After the console was restarted there was a voltage problem at the hospital and the fiber was not recognized by the console. After the product analysis of the returned fiber identified that the metal cap was detached. The procedure was completed using a new fiber without patient complications.